Manufacturer narrative:
The device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the events. During functional testing, the pump alarmed system error 345. The cause was determined to be the upstream sensor. The upstream sensor assembly requires replacement to address this issue. Additionally during functional testing, the device alarmed system error 322. The cause was unable to be determined. The lower auxiliary assembly requires replacement per service procedures to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity) and alarmed system error 322 (link switch error (low)). No additional information is available.